Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After going transseptal with the versacross connect and the faradrive sheath, the physician drew micro bubbles from the side port of the sheath. As a form of troubleshooting, the catheter was advanced forward and backward several centimeters to try to engage the valve of the sheath, but this was unsuccessful. The sheath was replaced, and the procedure was completed without patient complications. The physician believes that it was possible the versacross dilator caused the valve to fail and allow air to be drawn back from the side port of the faradrive sheath. The sheath is expected to be returned for analysis.

Event description:
It was reported that air ingress occurred. During a pulsed field ablation (pfa) procedure to treat atrial fibrillation, a faradrive steerable sheath clear was selected for use. After going transseptal with the versacross connect and the faradrive sheath, the physician drew micro bubbles from the side port of the sheath. As a form of troubleshooting, the catheter was advanced forward and backward several centimeters to try to engage the valve of the sheath, but this was unsuccessful. The sheath was replaced, and the procedure was completed without patient complications. The physician believes that it was possible the versacross dilator caused the valve to fail and allow air to be drawn back from the side port of the faradrive sheath. The sheath was returned for analysis.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (micro bubbles were observed) through the tear on the outer valve.